Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04478. It was reported, the pt was experiencing changes in stimulation, and the amplitude of the stimulation was inconsistent. The sjm rep had met with the pt for reprogramming, and coverage was obtained. Follow-up identified the stimulation had ultimately ceased. It was reported a previous x-ray had showed the lead was in the original position. In addition, it was reported the terminal ends of the lead showed possible manipulation. The pt denied manipulating the ipg. Follow-up identified the physician planned surgical intervention at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.